Event description:
It was reported that the device was used during a laparoscopic hernia repair. It was reported by the rep that the surgeon observed that the trocar shield did not lock out after advancing over the blade. There was no consequence to the pt.